Event description:
A patient received therapy with synvisc in 2003 (exact injection dates and duration of therapy unknown). The medical professional reported that "some days after an injection of synvisc the patient developed sepsis." The medical professional did not report the causality of the adverse event. At the time of this report, the patient's clinical outcome was unknown. Additional information was received. The treating physician stated "sepsis was most likely after intramuscular or intra-articular injection, not related to the medication (synvisc), and therefore no adverse event report is necessary." The physician also stated that they "felt that the sepsis was due to an improper injection and not related to synvisc." At the time of this report, the patient's clinical outcome is unknown.